Event description:
A malfunction alarm labeled malf 1 was reported. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a pump replacement, and the customer was instructed to use mdi as a backup therapy. The customer was guided on how to store and return the defective pump using a provided return box and label, and they understood the need to program settings and connect their cgm to the new pump once received.